Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the ceramic sleeve and one side of the distal clevis were found to be broken. The cables were not damage, but other damage was found linked to the broken distal clevis. The instrument also exhibited a broken piece on the conductor cap. Engineering concluded that damage was likely due to mishandling possible caused by excessive side loading at the distal tip during use. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
The permanent cautery spatula instrument was returned without a specific reason or initial complaint. No patient harm, adverse outcome or injury was reported. Based on visual inspection, the instrument appeared to have a broken ceramic sleeve at the tip.